Event description:
I am (B)(6), and I had my 10-year-old silicone breast implants removed and replaced (I'd had breast implants for 30 years and had them removed and replaced them every 10 years - this was my fourth set). My body rejected this set shortly after surgery, as I developed a low-grade fever (which would spike most nights to 101 - 102), severe nausea and vomiting, weight loss, severe fatigue, severe breast/chest pain and early liver failure (I am a non-drinker). There was also a fluid build-up in my left breast which could be heard with a stethoscope and also felt. My liver enzymes had been normal all of my life, including just before and just right after surgery. But as my health continued to decline in the months following surgery, my liver enzymes skyrocketed, and a liver ultrasound showed that I now have liver disease and may need a liver transplant in the future. I had the implants removed, and pathology confirmed the presence of three types of rejection "cells" in both breasts. The severe breast pain that I had endured prior to surgery was immediately resolved following surgery, and all vomiting, nausea and fevers were gone. Even my liver enzymes were markedly decreased such that any discussion of my mortality or a needed liver transplant have been tabled for now. Three months post-op, I've now gained back all of the weight that I had lost during the six month period between my implant and explant surgeries. I do, however, have may painful lymph nodes in my armpit area that are palpable, and ultra-sound imaging has confirmed that the lymph nodes are full of silicone, despite the fact that my implants were intact. My breast surgeon in (B)(6) has confirmed that enlarged, silicone-engulfed lymph nodes are very common for women with silicone breast implants. If so, why would the FDA allow these types of devices?